Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is reported by the customer as intermittently shutting off. The device was in use; however, no health consequences or impact were reported.